Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025, that the patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, two triclips were implanted successfully, one on central side of the anterior and septal leaflets (a/s) and one on the central side of posterior and septal leaflets (p/s). All steps were performed as per IFU. The final tr was grade 1. There were no clinically significant delays reported. On (B)(6) 2025, the patient returned for a transthoracic echocardiogram (tte) where it was determined that a single leaflet detachment (slda) occurred and the clip was no longer attached to the septal leaflet. It was identified that the triclip placed on central side of anterior and posterior leaflets had a clip open while locked (cowl). Tr was grade 5 after slda. Additional triclip was implanted to stabilize the slda clip and reduction of tr to grade 2-3.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported incomplete coaptation could not be conclusively determined. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.